Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing inlcuding bench handling and discharge stress testing using a test battery without duplicating the report. The device was recertified and returned to the customer. The battery used during the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.